Manufacturer narrative:
The root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not detect the lid being opened. As a result, the device may not automatically power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device would not detect the lid being opened. As a result, the device may not automatically power on when the lid is opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's battery as regular maintenance and completed other unrelated repairs. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.